Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va29v76, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 15-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding an advanced evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency and urge incontinence. On (B)(6) 2020, the patient reported that they were pretty 'out of it' after their surgery. They also said that they slept most of the following day. On (B)(6) 2020, the patient was admitted to the hospital with an elevated heart rate 120-130s. They had a full system removal in the or the following evening for a possible infection. The hospital was sending the lead and extension for cultures to test for the infection source. The issue was resolved at the time of the report. There were no device issues reported, and no further patient complications reported at this time.